Manufacturer narrative:
(B)(4). This device was expected for return but has not been received for analysis. As such, no further information is available at this time and our investigation is complete. This report will be updated should additional information be received.

Event description:
Boston scientific received information that this pacemaker was replaced earlier than expected due to a shortened period between elective replacement time (ert) and end of life (eol). The device was explanted and replaced without issue. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.